Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the daily routine self-test of the heartstart xl+ defibrillator monitor, the self-test did not pass, indicating a failure in the "implement treatment" step. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator/monitor, indicating that the device failed the self-test. Based on the available details, the hospital had a third-party vendor replace the capacitor to resolve the issue, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by a defective capacitor. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.